Event description:
The consumer reported that the pump and catheter were removed in 2014 due to (B)(6) infection. It was unknown what medications were in the pump at the time of this event. If additional information is received, a follow-up report will be sent. Relevant medical history: spinal pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8709, lot# j11005r23, implanted: (B)(6) 2002, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).